Event description:
Customer reported that due to a delivery delay of their replacement adc meter, she was unable to test and experienced shakiness, loss of energy, blurry vision and nausea. Customer was seen at a local hospital, diagnosed with hypoglycemia and admitted for treatment and observation. She reported receiving IV dextrose in addition to oral diabetes medication while in the hospital. It was discovered during the call that the customer had changed her address recently. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
As the case involved a delivery delay with the adc product, no device is expected back for investigation. No product investigation will be performed. This is a final report.